Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Additionally, the implant date provided indicated the rv lead was implanted post-expiration date. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated a revision procedure was performed and the right ventricle (rv) lead was capped and replaced. The physician suspected rv lead damage, however, no anomaly was observed either visually or via diagnostic imaging.